Event description:
During a ptaprocedure to place a carotid wallstent 8.0/29 mm, delivery device removal difficulties were encountered. The system had been flushed with a saline/heparin solution and the stent was easily delivered to and deployed at the target lesion. During deployment, the distal x-ray marker became loose and moved over the partially opened stent. At this time, the stent was almost completely deployed (4/5), preventing the physician from closing it again. The stent was then completely deployed. The delivery system could not be removed because the x-ray markerband constricted the distal third portion of the stent. At this time, the pt demonstrated no neurological symptoms and was transferred to the vascular surgery dept for additional intervention. This product is approved ous only, but it is similar to a device marketed in the us.